Event description:
Pt had a laparoscopy in 2004. Dr. Found adhesions. He cut the adhesions down. Two weeks later 2004, pt had a hypsterectomy. The adhesions had returned, dr cut them down again, and put in two pieces of surgiwrap film to act as adhesion barriers. The next month, pt developed a hematoma, while the dr was draining this hematoma he noticed one of the pieces of surgiwrap which had yet to absorb or dissolve. He removed granulation tissue and dr found small pieces of surgwrap within cells pt's body produced to fight this foreign matter. Pt is still in quite a bit of pain, and will most likely be going in for another surgery to have this surgiwrap - now five months old removed.